Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the device left ventricular port would not capture in vvi mode when the lead was tested. The lead tested normally with the lead analyzer, and the pacing polarities and impedance tested normally when the lead was connected to the device. The device was not used. Another device was tested the same way and the capturing issue persisted however the port would capture in voo mode. The second device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.